Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed pump rewinding issue received a pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement), pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed, and the customer declined further troubleshooting. The customer was able to clear the error but was not able to complete the rewind process. The pump was not exposed to high magnetic environment. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that the following motor related alert/alarms/errors occurred around the event date: multiple pump error 37s occurred on 08/16/25 from 16:01:19 to 16:03:52; multiple pump error 130s occurred on the same date from 14:32:24 to 18:17:08. The case was cut open. There is corrosion in/around the following: outside of the motor slide, home motor switch. In summary, the customer¿s report of pump errors 37 and 130 was confirmed in the pump's history. Both pump errors are due to moisture damage on the home motor switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.